Manufacturer narrative:
Investigation conclusion: the reported event of the s3 alarm was confirmed. The centrimag 2nd generation primary console (serial #: l06405-0001) was returned for analysis at mcs zurich and was investigated. A log file was downloaded for review. A review of the downloaded log file showed the motor operating at a speed of 3150 rpm with a flow of 0.4 lpm. On 21jan19 at 07:49:00, the speed was decreased to 3050 rpm with a flow of 0.388 lpm. On the same day at 17:26, the console was switched to battery supply. The alert ¿flow signal interrupted: f2¿ occurred and the flow probe was disconnected at 18:34:00 before being reconnected. When the flow probe was reconnected, the tech flow error ¿calibration table of the sensor not consistent¿ occurred and triggered the sub fault ¿sf_flow_other¿ and the alert ¿system alert: s3¿ at 18:35:00. The console did not display flow, although flow was still present, as indicated by the motor still operating at its set speed. Three different test flow probes were attached to the returned console and were always detected by the console as intended. The returned console was tested, and no errors occurred during tests. The unit functioned as intended. The console was reprocessed to the repair and maintenance procedure and passed all tests. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 09) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 09) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (doc. #pl-0280, rev. 07) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 09) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The root cause for the s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The console is not a single use device. Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during an ECMO procedure, centrimag console showed an s3 (system) alarm. The center pressed the alarm acknowledgment button but alarm didn't resolve. Center replaced console and motor as requested. No further information was provided.